Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing leaked on the bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: during the infusion process, it was found that the silicone tube of the indwelling needle leaked liquid, so the indwelling needle was replaced immediately.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 1308293. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing. In lieu of the affected device, functional testing was performed on retention samples for this lot. The results show that the tested units performed within product specifications. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the tubing leaked on the bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: during the infusion process, it was found that the silicone tube of the indwelling needle leaked liquid, so the indwelling needle was replaced immediately.